Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was hospitalized for high blood glucose. Customer's blood glucose was 736 mg/dl. Customer was not wearing the device at time of hospitalization. Customer needed supplies but was unable to get ahold of anyone. No troubleshooting was done. Customer will not be returning the device for analysis.